Manufacturer narrative:
This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Information references the main component of one of the systems involved in the reported events; other applicable components are: product ID: 3389, product type: lead. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, implantable neurostimulator. Product ID: neu_ins_stimulator, product type: implantable neurostimulator.

Event description:
Cozac, v.v., ehrensperger, m.m., gschwandtner, u., hatz, f., meyer, a., monsch, a.u., schuepbach, m., taub, e., fuhr, p. Older candidates for subthalamic deep brain stimulation in parkinson's disease have a higher incidence of psychiatric serious adverse events. Frontiers in aging neuroscience. 2016. 8:132. Doi: 10.3389/fnagi.2016.00132 summary: to investigate the incidence of serious adverse events (sae) of subthalamic deep brain stimulation (stn-dbs) in elderly patients with parkinson's disease (pd). Reported events for unidentified patients; 2 patients with subthalamic nucleus deep brain stimulation (stn-dbs) for parkinson's disease (pd) experienced an unspecified life threatening adverse event; 2 patients with stn-dbs for pd required reoperation in order to "repair" the stimulator or lead; 1 patient with stn-dbs for pd experienced dislocation of the stimulator, extension, or lead related to surgery or the device. It was reported that all patients were implanted bilaterally with model 3389 electrodes, but was not possible to ascertain any other specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.